Event description:
It was reported that on an unk date (approximately seven years ago), this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The treating physician is unk. It was reported the pt presented emergently to ER on (B)(6) 2013, with ruptured aortic aneurysm. The physician performed an open repair; he left the implanted graft in place. The physician reported that the aneurysm sac had blow out in the posterior portion. The graft was still sealed at the proximal and distal portions to the aortic artery. He had to tie off the internal mesenteric artery and the lumbar arteries were sewn over. The pt tolerated the procedure.

Manufacturer narrative:
Lot number, pt info, and images were not available, therefore no evaluation could be conducted. As lot number and images were not available, therefore, no evaluation could be conducted.